Event description:
A patient was diagnosed with "acanthamoeba" while using complete comfort plus multi purpose solution. The information, forwarded via an optical chain, reported that the store received a letter from the patient's family member who had been seen in the optician's office several weeks prior to treat "sore eyes". The patient was referred to a hospital facility where they were reportedly diagnosed with acanthamoeba and is currently on 3 months medication (unknown med). It was also reported that the "consultant" felt that the patient was likely to have contracted the infection through a drop of water on their hand. The sponsor is attempting to obtain further information and confirmation of the event from the attending health care practitioner.